Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
After a surgery the surgeon reported an inaccuracy of 3-5mm.

Manufacturer narrative:
It was reported by the surgeon that there was a 3 to 5mm inaccuracy between the actual electrodes placement in comparison to the planning. Investigation showed the accuracy to be within tolerance: the actual implantation of the electrodes was within rosa accuracy specifications. Investigation showed that the automatic merge appears to have not been corrected by the surgeon prior to accepting the merge result, contrary to IFU recommendations. The incorrect image merge caused the reported perceived inaccuracy. The reason why automatic merge results were not corrected is unknown, but is likely due to surgeon preference. Therefore the root cause of this event is a user error, who did not follow the IFU regarding automatic fusion results verification. As per investigation conclusions there was no noted device failure or malfunction, and no reported patient impact, therefore this event is considered to be not reportable anymore. Initial report (3009185973-2017-00667) was submitted as investigation was not performed at this time, but as new information was received this event is considered to be not reportable anymore.